Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and provide a correction to the field e1. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus regional repair center and the device evaluation was able to confirm reportable malfunction of poor image quality. Due to the cable unit is peeled off, the endoscopic image cannot be displayed and water tightness is lost. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had loose contact which caused an image problem. There was no patient harm associated with the event.

Manufacturer narrative:
E1- address- full address name of the facility: (B)(6). The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head had loose contact which caused an image problem. There was no patient harm associated with the event.